Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a total shoulder the center-post broke off when the surgeon tried to remove. A drill was used to make a whole in the center so it could be removed. The case was completed with no further issues. The total delay was just a few minutes.